Manufacturer narrative:
Device history review was performed and found to be complete. The product passed all quality control tests prior to its distribution. The reported event of stretched helix was confirmed. Visual inspection noted helix was stretched out of specification consistent with having occurred during implant procedure. Further analysis performed found no anomaly.

Event description:
It was reported that the patient presented for a leadless pacemaker implant procedure. During the procedure, it was noted that the helix was stretched. The device was removed and replaced. The patient was in stable condition.